Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "error 204, 610 and 10129 on retort b. Customer states that the lid seal has a slight tear in the back, left near hinge of lid. Also, err 204, bottle #6. Customer stated that message was prompted after lab staff left for evening. Issues are occurring on retort b. Retort a is not impacted. Advised customer not to use retort b when lab is closed. Customer states that specimens were poorly processed, impacting 9 cases with multiple blocks. 122 cassettes in run". On (B)(6) 2021, the complainant contacted the leica field application specialist - core histology (fss) by email and reported that "about 50% of the tissues were underprocessed/mushy." On (B)(6) 2021, the leica field application specialist - core histology (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following observations: "there was not a large discrepancy of software alc. % vs actual. Closer look at retort run logs and gui clicks shows that the large run of 122 cassettes was paused and then aborted after having been through all of the alcohol stages. That same run also had to wait another 30 minutes since they ran a clean run. After a clean run, this basket was loaded onto retort a and step started in the beginning of the alcohol series using the smalls protocol. Tissues were theoretically exposed to 100% then back to a high 90% before going back to 100% again. Also possible underprocessing due to large tissues essentially spending too little time in clearing and infiltration mediums. They were in xylene and wax for the time that smalls usually go through." The fss documented that the patient tissue samples involved in this event were derived from the "large/fatty specimens" protocol, which started in retort b at 06:29pm on (B)(6) 2021, comprising 122 cassettes with multiple blocks from nine (9) cases impacted. The tissue types and size of the affected patient tissue samples were detailed as: "large/fatty specimens only - which included breast, lipomas, uterus, appendix, large skins, gastrointestinal tissues, and likely more" and ~4mm" respectively. On (B)(6) 2021, the leica field application specialist - core histology (fss) received information that all cases involved in this event were diagnosable; and that re-biopsy has not been recommended or required. The fss also documented that the "customer did mention that 2 of the 122 cassettes may need reprocessing but that is it."

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: - bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately three (3) seconds at 22:28pm on (B)(6) 2021 and five (5) seconds at 22:28pm on (B)(6) 2021, which is not sufficient time to replace the reagent in the bottle, in either instance. At 02:26am on (B)(6) 2021, the station properties were reset by a user, with the user affirming in the instrument software that the reagent concentration in bottle 6 was to be set to the default value of 100%. The properties of the reagent in bottle 6 prior to these user actions were: ethanol concentration=98.6%, cycle=16, cassettes=955 and days=8. This reagent was used in the final dehydration step, which met the minimum final reagent threshold for ethanol of 98%, was used in the final dehydration step of the "large tissue program" protocol started in retort b at 16:43pm on (B)(6) 2021 following the user action detailed. Consequently, the incorrect user action in affirming that the ethanol concentration in bottle 6 was to be set to 100%, despite not actually replacing the reagent, did not either cause or contribute to the circumstances reported by the complainant. - based on the information provided, the patient tissue samples involved in this event were derived from the "large tissue program" protocol comprising 122 cassettes, which started in retort b at 16:43pm on (B)(6) 2021 and failed at 23:14pm on (B)(6) 2021 during step 7 (final dehydration step) of the protocol, due to generation of event code "204", indicating a drain failure. - the "large tissue program" protocol, which is of 8 hours and 12 minutes duration has been validated for use in this laboratory; and comprises a fixation step total with duration of 20 minutes, dehydration steps with a total duration of 185 minutes, clearing steps with a total duration of 130 minutes and wax infiltration steps with a total duration 130 minutes. - bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 22:29pm on (B)(6)2021 during execution of step 7 (the final dehydration step) of the "large tissue program" protocol started in retort b at 16:43pm on (B)(6)2021, after which contact with the corresponding sensor was re-established with the station properties for this bottle in the instrument user software set as "unknown". - upon completion of step 7 (the final dehydration step) of the "large tissue program" protocol started in retort b at 16:43pm on (B)(6) 2021, event code "204" was recorded at 23:14pm on 28(B)(6) 2021 when draining of the reagent from the retort back to bottle 6 was unsuccessful because the status of the bottle had changed while the reagent was in the retort. The following information was displayed to the user: "unable to drain; ensure station is empty and change station state to 'empty', retort b, bottle 6". The status of bottle 6 in the instrument user software remained in the status "unknown", because user input is required to confirm any change to the status of a reagent bottle; and as no user was in attendance, the "large tissue program" protocol started in retort b at 16:43pm on (B)(6) 2021 failed at 23:14pm on (B)(6) 2021. - the 122 cassettes from the failed "large tissue program" protocol started in retort b at 16:43pm on (B)(6) 2021 remained in retort b covered with the reagent from bottle 6 (ethanol) at a concentration 98.6% for approximately three (3) hours, until a user accessed the retort at 02:12am on (B)(6) 2021. - based on the information provided by the fss, it was determined that processing of the cassettes from the failed "large tissue program" protocol was completed using a modified "2 hr protocol". At 03:13am on (B)(6) 2021, a user edited the "2 hr protocol" such that it comprised a total of seven (7) steps viz. Two (2) dehydration, three (3) clearing and two (2) wax infiltration steps. - the modified "2 hr protocol" comprising 75 cassettes was started in retort a at 03:14am on (B)(6) 2021 and completed at 04:37am on (B)(6) 2021. - the modified "2 hr protocol" protocol was completed in 1 hour and 24 minutes, with a total duration of 20 minutes for the two (2) dehydration steps, 25 minutes for the three (3) clearing steps and 25 minutes for the three (3) wax infiltration steps. The facts indicate that a use error occurred at both 02:26am on (B)(6)2021 and 01:55am on (B)(6) 2021 when a user affirmed that the default concentration of 100% was to be set for bottle 6 (ethanol) although the reagent in bottle 6 (ethanol) had not been replaced in either instance. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." However, these use errors did not either cause or contribute to the sub-optimal processing of patient tissue samples reported by the complainant, because the ethanol concentration in bottle 6 prior to resetting the station properties at 22:26pm on (B)(6) 2021 was 98.6%, and the minimum final reagent concentration required for ethanol is 98%. Investigation of this complaint found that the instrument functioned as designed during execution of both the "large tissue program" protocol started in retort b at 16:43pm on (B)(6) 2021, which failed at 23:14pm on (B)(6) 2021 due to generation of event code "204" indicating drain failure, and the modified "2 hr protocol" comprising 75 cassettes was started in retort a at 03:14am on (B)(6) 2021. The root cause for failure of the "large tissue program" protocol started in retort b at 16:43pm on (B)(6) 2021 at the completion of step 7 was that the reagent from the retort could not be drained back to bottle 6. This occurred because the status of the bottle had changed to "unknown" while the reagent was in the retort the reagent following loss of contact between the bottle and the corresponding for four (4) seconds; and no user was in attendance to provide the input required to confirm any change to the status of a reagent bottle. The root cause of bottle 6 (ethanol) not being in contact with the corresponding sensor could not be determined from the information available. The patient tissue samples from the "large tissue program" protocol started in retort b at 16:43pm on (B)(6) 2021 were exposed to 98.6% ethanol for approximately three (3) hours when the protocol failed at 23:14pm on (B)(6) 2021. The root cause of the sub-optimal tissue processing of patient tissue samples reported was likely the regimen used to continue processing of the patient tissue samples from the "large tissue program" protocol, which failed at 23:14pm on (B)(6) 2021 during the final dehydration step of this protocol. A modified "2 hr protocol" started in retort a at 03:14am on (B)(6) 2021 was used to complete processing, in which the duration of the clearing and wax infiltration steps would have not been inadequate for the types and size of the patient tissue samples being processed. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.